Event description:
It was reported that the stent partially deployed and fractured requiring additional intervention. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 7x150, 130 cm eluvia drug-eluting vascular stent system was selected for use. Shockwave was performed throughout the sfa along with the use of a non boston scientific scoring balloon catheter. Two non boston scientific stents were delivered in the popliteal artery and the sfa. The eluvia device was delivered to the proximal sfa over a .014 interventional guidewire and began getting stuck and felt tight. The pull grip was pulled back for deployment of the stent but was unsuccessful. The stent was stretched during removal of the whole system from the patient. A portion of the stent was left inside the mid sfa. The patient experienced discomfort. A mustang was used to balloon the proximal sfa and was later lined with additional eluvia stents. The patient fully recovered.

Manufacturer narrative:
B5: describe event or problem: additional information. Device evaluated by MFR: returned product consisted of an eluvia self-expanding stent system. The outer sheath, tip, inner shafts, and the remainder of the device were checked for damage. Visual examination revealed that the handle is partially open. The outer sheath is kinked at the nosecone. There is 65mm of the stent stretched and protruding out of the middle sheath. There is still approximately 59mm of the stent still inside the middle sheath. The distal end of the stent is separated and did not return for analysis. Microscopic examination revealed no additional damages. The handle was x-rayed and the proximal inner is prolapsed. The handle was opened to see if any additional damages could be seen. When the handle was opened, and the pull rack was laid on the table and it can be seen that it is no longer flat. The pull rack is bowed/bent. Inspection of the remainder of the device, revealed no other damage or irregularities. Product analysis found damage that would have contributed to deployment issues.

Event description:
It was reported that the stent partially deployed and fractured requiring additional intervention. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 7x150, 130 cm eluvia drug-eluting vascular stent system was selected for use. Shockwave was performed throughout the sfa along with the use of a non boston scientific scoring balloon catheter. Two non boston scientific stents were delivered in the popliteal artery and the sfa. The eluvia device was delivered to the proximal sfa over a .014 interventional guidewire and began getting stuck and felt tight. The pull grip was pulled back for deployment of the stent but was unsuccessful. The stent was stretched during removal of the whole system from the patient. A portion of the stent was left inside the mid sfa. The patient experienced discomfort. A mustang was used to balloon the proximal sfa and was later lined with additional eluvia stents. The patient fully recovered. It was further reported that elevated force was required to turn the thumbwheel. Vascular access was gained via contralateral approach. During the procedure, no kinks were observed. Approximately 60mm of the stent was deployed with the event occurred. The deployment system seemed to become jammed during stent deployment.